Manufacturer narrative:
No investigation is applicable, as not even the reference and lot number are available at this point.

Event description:
On (B)(6) 2018 we were informed about a case of excentric pe wear, after malpositioning of the cup. Primary date is unknown. The revision is scheduled for (B)(6) 2018 and before that date no further "detail" will be available.